Event description:
The reporter states that she obtained a 118mg/dl on the accu-chek advantage system in comparison to a blood glucose result of 39mg/dl on the professional meter. The results were obtained with a 10 minutes timeframe. The reporter felt hypoglycemic. She treated herself by eating candy, yogurt and a banana. She felt better 20 minutes afterward. No adverse event reported. New system sent to customer and return requested.